Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high out of range pacing impedances greater than 2,000 ohms. There was also noise and a report of a conductor fracture. There was no inappropriate therapy or lack of therapy when required. A revision procedure took place and the rv lead was explanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was kept by the hospital and will not be returned for analysis testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.